Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-oct-2023. The device evaluation was completed on 24-oct-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the three-way valve of the vizigo sheath was leaking. The blood from the left atrium ran into the sheath until it reached the three-way valve. The flushing rate of the sluice was suitable. When they closed the three-way valve to the patient, it was clearly visible that the valve was leaking. No air entered the patient¿s body. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo¿ sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. An irrigation test was performed, and no leakage, air, nor bubbles were observed. According to the video provided by the customer, leakage was observed in the side port; however, during the analysis, no issues were observed. A device history record (DHR) was performed for the finished device 50000247 number, and no internal actions related to the reported complaint condition were identified. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) and manufacturing process problem identified (c16)/ investigation conclusions: cause not established (d15) / component code: access port (g04001) were selected as related to the video analysis. Investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the analysis of the returned device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter address line 1 (cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the three-way valve of the vizigo sheath was leaking. The blood from the left atrium ran into the sheath until it reached the three-way valve. The flushing rate of the sluice was suitable. When they closed the three-way valve to the patient, it was clearly visible that the valve was leaking. No air entered the patient¿s body. There was no patient consequence.